Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory visual inspection showed no outward signs of cracks or damage throughout the oxygenator or ports. Pressure integrity testing was performed at 3 liters/minute with 23 psig of back pressure for ten minutes, which revealed a leak at the heat exchanger side seam. Conclusion: medtronic confirmed a heat exchanger side seam leak through device performance testing. During production every oxygenator is tested for leaks, and review of the device history record showed that the device met all manufacturing requirements prior to distribution. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger, allowing for acceptable pressure leak test results prior to distribution. It is possible a physical shock encountered during shipping or handling of the product may have compromised that bond. (B)(4).

Event description:
Medtronic received information that during the use of this trillium coated affinity oxygenator, a leak at the heat exchanger was discovered. There were no adverse patient effects.